Manufacturer narrative:
Correction h7 field: if remedial act init, type updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable device exhibited an increase in pacing impedance on june 25th, 2021, resulting in the device switching to unipolar configuration due to the pacing impedance being high out of range. The impedance has decreased back to normal measurements within range and has remained stable. Upon reprogramming the device back to bipolar configuration, this resulted in the estimated battery longevity to decrease from 6.5 to 4 years. Reportedly, all other lead measurements are within normal range. Technical services (ts) reviewed the event and provided information regarding battery longevity calculation and indicated that it is possible that other changes have been made to the device programming that resulted in the observed decrease in longevity. There is no information regarding the device or right ventricular (rv) lead model/serial numbers at this time. The device system remains in service. No adverse patient effects were reported. Additional information provided indicates the cause for the impedance spike has not yet been determined, and the patient will go back to perform a chest x-ray and repeat the device interrogation. The model/serial numbers for the implantable pacemaker and the rv lead were provided. The rv lead is a non-boston scientific product. Reportedly, the patient's previous non-boston scientific device system was explanted due to an rv lead fracture, so it is suspected that this might be the same case, however, this has not yet been confirmed. No adverse patient effects. Additional information provided indicates the patient was seen in clinic and all the measurements were appropriate with no spikes, no noise or any other abnormal measurement on the lead. Continuous impedance measurements were performed whilst doing provocation and everything appears appropriate as well. The cause for the impedance spike has not yet been determined and the patient will continue under monthly follow up.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable device exhibited an increase in pacing impedance on (B)(6) 2021, resulting in the device switching to unipolar configuration due to the pacing impedance being high out of range. The impedance has decreased back to normal measurements within range and has remained stable. Upon reprogramming the device back to bipolar configuration, this resulted in the estimated battery longevity to decrease from 6.5 to 4 years. Reportedly, all other lead measurements are within normal range. Technical services (ts) reviewed the event and provided information regarding battery longevity calculation and indicated that it is possible that other changes have been made to the device programming that resulted in the observed decrease in longevity. There is no information regarding the device or right ventricular (rv) lead model/serial numbers at this time. The device system remains in service. No adverse patient effects were reported. Additional information provided indicates the cause for the impedance spike has not yet been determined, and the patient will go back to perform a chest x-ray and repeat the device interrogation. The model/serial numbers for the implantable pacemaker and the rv lead were provided. The rv lead is a non-boston scientific product. Reportedly, the patient's previous non-boston scientific device system was explanted due to an rv lead fracture, so it is suspected that this might be the same case, however, this has not yet been confirmed. No adverse patient effects.